Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patients ipg would randomly turn off at times. Database analysis revealed no anomalies, the ipg was working as expected and it showed her device was being turned off by magnets frequently. The patient underwent an ipg replacement procedure wherein the old ipg was replaced with an MRI capable device. The explanted ipg will not be returned as it was discarded.